Event description:
Nurse found the tri-fuse leaking while it was infusing on a baby. The female luer was found to be cracked. No pt harm. The set was discarded. No additional info was available.

Manufacturer narrative:
Manufacturer's report date: 11/11/2010. (B)(4). The sample was discarded at the hospital. No failure investigation could be performed. The lot number was not identified, therefore, lot history record review could not be performed.